Manufacturer narrative:
Product analysis part# 9561524, lot# my20c001- visual inspection revealed the flex arm was returned with no missing or disassembled components. Functional evaluation confirmed the handle was able to be tightened and loosened but the flex arm was not able to maintain the position once tightened. The internal locking mechanism seems to be worn from repeated use. H6: updated eval. Code method and eval. Code result post analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a sales office via a medtronic representative regarding a patient was implanted with a spinal product using a flex arm for an olif. It was reported that when the upper arm handle of the flexible arm was tightened, only the tip of the arm was not fixed. Even though the upper arm was tightened from the beginning of the operation, the joint on the side where the retractor was set was not fixed. Since there was no alternative, the operation was proceeded and completed while holding by hand. When the sales rep visited the doctor, he said that the arm did not tighten from the beginning, but not during the operation. Also, when it was checked with the scrub nurse, the same information was received. At the stage of attaching the flexible arm during the olif procedure, the arm did not tighten from the beginning. The instrument broke and there was no fragment of the instrument remaining in the patient's body. The event was associated with a patient. There were no patient symptoms or complications as a result of this event. The pre-op diagnosis was stenosis due to degeneration of the lumbar spine was noted. The levels implanted were l3/5. There was a delay of less than 60 min in overall procedure time. There was no revision surgery or treatment or additional surgery performed as a result of this event. No health damage in the patient was reported. The product will not be replaced by a medtronic product. No further complications were reported/ anticipated.